Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure on (B)(6) 2009. According to the complainant, approximately one year post-implantation, the patient underwent a second surgery to remove portions of the mesh. Reportedly, even after this procedure, the patient experienced abdominal and pelvic pain, mesh erosion, bleeding, and infections. All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.